Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for investigation was requested, but not provided.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer for one patient. The patient's initial sodium result was 128 mmol/l, potassium result was 3.56 mmol/l, and chloride result was 111.1 mmol/l. The initial results were reported outside the laboratory. The customer noticed they received a negative anion gap on the initial results. The customer repeated the sample and all the result were normal. The repeat sodium result was 139 mmol/l, potassium result was 4.25 mmol/l, and chloride result was 98.9 mmol/l. The patient's results were corrected. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided. The field service representative could not find the cause. He ran several health checks on the ise unit. The ise and precision checks were good. The customer performed calibration and quality control and both were good.